Event description:
It was reported that the bd syringe 10ml ll had foreign matter. The following information was provided by the initial reporter: it was reported that on three occasions, post manufacture, we have discovered small particulates in the infusion bag. Bd luer-lok plastipak 10ml syringe when did the incident occur? During use. As part of an ongoing clinical trial, we currently use two of your products to prepare infusion bags containing investigational medicinal products. On three occasions, post manufacture, we have discovered small particulates in the infusion bag. As part of an ongoing investigation on the nature of these particles, we are seeking any information from the manufacturers of the ancillary supplies, to determine if there are any reports of particulate contamination in the batches. The investigation is ongoing and the particle composition has not yet been tested although this process is underway. Item: 309658. Additional information provided: please confirm the number of products affected in lot#: 2510061 these syringes were used to make two affected infusion bags. Were particulates identified prior to use? No. Was the device being used in/on patient when the issue occurred? No, the device is used to prepare infusion bags. Was patient or user harmed? If yes, please explain no, the particle in the infusion bag was discovered prior to transfer to bedside.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.